Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the lines on the imager were due to a faulty cable. Evaluation also found the connector tip was smashed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the hd camera head had bad image quality and lines on the image. The issue occurred at the beginning of a diagnostic laparoscopic procedure. No error messages were displayed and the device had been inspected prior to use. There was a 15-minute delay and a similar device was used to complete the procedure. There was no medical intervention required and no affect on the patient¿s outcome. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.